Event description:
It was reported when customer presses the buttons on the insulin pump the screen goes blank and customer was unable to see any messages. Customer has changed the battery. Customer's blood glucose was 135 mg/dl. Customer was not using appropriate batteries. Customer inserted proper battery and still the device did not turn back on. The device was not dropped or bumped. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a display anomaly that occurred while pressing the act button. The problem was isolated to the display board. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.